Event description:
It was reported that the pt had a return of symptoms. She had recently been hospitalized for an unrelated medical procedure. She underwent different types of medical tests and received several different medications (not specified). The pt had not been reprogrammed for sometime. Two days later, after a reprogramming season,. It was reported that when the patient's stimulator was turned on she experienced shocking/jolting sensations. She had a loss of therapeutic effect. Since reprogramming, the stimulation was highly uncomfortable regardless if the stimulation setting was decreased. The stimulation felt like it was "stabbing" her and there was no symptom control. Further info is being requested from the hcp.

Manufacturer narrative:
.